Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing a perforation. Additionally, high capture thresholds, low impedances and low sensing measurements resulted from the dislodgment. Surgical intervention was performed to reposition this lead which remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing a perforation. Additionally, high capture thresholds, low impedances and low sensing measurements resulted from the dislodgment. Surgical intervention was performed to reposition this lead which remains implanted and in service. No additional adverse patient effects were reported.